Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. Subsequently, this ra lead was explanted. Another ra lead was implanted to complete the procedure. Additional information has been requested but not provided at this time. This ra lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. Subsequently, this ra lead was explanted. Another ra lead was implanted to complete the procedure. This ra lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.